Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5041308/5070820.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent an explant procedure. The explanted ipg and linear leads were kept by the facility and will not be returned.